Event description:
It was reported that the caller experienced a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer¿s blood glucose level. The caller received complete pump reset information from cts and successfully reset the pump, resolving the issue without the cgm error code reappearing, allowing them to successfully start their sensor session.